Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2014 with the following findings: a review of the pump black box data revealed multiple loss of prime warnings due to low and zero force readings. The pump was exercised for 24 hours with no duplicated losses of prime. The force sensor calibration measured within specifications. The complaint was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.